Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the patient was revised for unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Concomitant medical products: femoral component precoat size d left catalog#: 00575001401, lot#: unk. Inset all poly patella size 26 mm dia. Standard 7.5 mm thickness catalog#: 00597206526, lot#: unk. Tibial component stemmed catalog: 00598002702, lot#: unk. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient initially underwent a left total knee arthroplasty. Subsequently, the patient was revised 3 months post op due to discomfort. A washout was performed and the tibial insert was removed and replaced.